Event description:
The customer reported to olympus poor image on their 4k autoclavable camera head. The event occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection unit failed to display an image and confirmed the reported event due to faulty cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.